Event description:
Boston scientific received information that this right ventricular (rv) lead had damage on the electrode end and exhibited high pacing thresholds. This rv lead was explanted and a new rv lead was implanted as a replacement. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The visual observation indicates that the helix was stretched. There was a set screw mark noted on the terminal pin. The lead passed all other tests.